Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 17-aug-2027, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 17-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain, with both leads migrating from the c4 to the c7 vertebral level. A device revision was performed due to this lead migration. During the revision procedure, it was observed that the explanted leads had anchors attached but were not secured to tissue with sutures. An attempt was made to reposition the leads using a stylet obtained from another lead kit, but this was unsuccessful. Both migrated leads were subsequently explanted and replaced with 977a260 leads. Postoperative programming was successful and provided coverage for all areas of pain. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: product ID 977a290 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a290 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.